Event description:
A pixel issue was reported on the pump display, which affected the customer's ability to interact with the pump and read the screen. The blood glucose level was reported at 6.6 mmol/l. Customer reverted to using multiple daily injections (mdi) as a backup insulin delivery method.